Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the strand completely disintegrated when suture package opened. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of seven devices. Visual inspection of the opened and sealed sample noted no disintegrated or discolored suture. Further inspection of the sealed foil pouches noted delamination of the product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of delamination that has no relationship to the reported condition and could not be reliably determined. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.